Event description:
It was reported that log files were submitted for evaluation concerning driveline faults. The patient's external driveline was pretty damaged. The patient had a chest x-ray (cxr) and abdomen (abd) x-ray with all equipment and paper clip to denote internal from external driveline. The x-ray showed multiple areas of erosion along the external line. The x-ray images only revealed shield of the driveline and therefore it was not clearly determined where the conductor damage was located along the length of the driveline. The log files recorded driveline fault events throughout most of its history. The driveline fault detection circuity data recorded indicated that there may have been an issue with the monitored conductor in phase c of the driveline. Motor function was not affected by the events. The log file also captured low flow events on (B)(6) 2025. There did not appear to be any external equipment causing these events. Technical services stated the low flow events may be a patient related issue. The patient was asymptomatic at the time of low flows. The patient's vitals were relatively stable overall. The patient did have an ldh of 633 on arrival which was up from baseline of 300s. The ldh was 324 after heparinization. There was a concern for potential outflow graft issue. Computed tomographic angiography (cta) imaging would be performed. A bedside ramp was up to 10800 rpms and did not decompress the patient's left ventricle (lv) to any significant degree (5.9 from 6.0 at 8000rpm). The system controller was exchanged which resolved the alarms.

Manufacturer narrative:
D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as images were not submitted for review. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log file confirmed the reported driveline fault and low flow alarms. Although a specific cause for the driveline faults could not be conclusively determined during this evaluation, based on previous experience, the driveline faults captured in the submitted log files appeared consistent with potential driveline wire compromise. Additionally, the reported superficial damage to the driveline was confirmed through analysis of the submitted photographs. The submitted log files collectively contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. Numerous low flow hazard alarms were captured throughout the log files. The log files also captured persistent driveline faults alarms that resolved after the controller was exchanged. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended for the duration of the log file. The customer submitted 2 photos for analysis. The first photo showed the damaged external driveline. The driveline was missing the outer jacket from the controller connector bend relief to near the exit site. Clear tape was seen covering the majority of the exposed bionate layer. No exposed wires were noted. The second submitted image was an x-ray of the external driveline. Multiple areas of shield breakdown could be seen between the controller connector and exit site. It could not be determined where the conductor damage was located along the length of the driveline. The internal driveline did not appear to be damaged. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including pump flow. Section 1 also lists hemolysis as an adverse event which may be associated with the use of heartmate ii lvas. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The IFU and the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents also instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook and the IFU provide information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.